Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had been experiencing high blood glucose since (B)(6) 2015 and was hospitalized on (B)(6) 2015. The customer stated he was feeling nauseous and the doctor told him to go to the emergency room. Blood glucose value was 520 mg/dl; he was treated with insulin drip. Customer also stated that over the last week, his blood glucose has been in the 200 mg/dl and 300 mg/dl range. Current blood glucose was 299 mg/dl and experiencing nausea. He was advised to seek for medical attention but he wanted to proceed with troubleshooting. It was stated the drive support cap is recessed. The tubing had no air bubbles, no insulin leak was found and insulin is not expired. Insulin did exit the tubing with manual prime. He declined to check the settings. Customer had just changed the infusion set and would back if reading does not go down to perform the high pressure test.